Event description:
Info received indicates the hi/low function is running down when the bed is plugged in.

Manufacturer narrative:
The technician isolated the issue to the nurse control board. He replaced the nurse control board to repair the bed.